Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the pre-operative electrocardiogram (ECG) showed sinus bradycardia, with 59 beats per minute (bpm). Following the implant of the valve, the post-operative ECG showed sinus bradycardia (59 bpm) with first-degree atrio-ventricular block (avb) and left bundle branch block (lbbb). Later that day the patient became bradycardic (bpm in the 40¿s) and hypotensive (72/48 millimeters of mercury (mmhg)). The pacing of the temporary pacemaker was increased to vvi 65 then to vvi 80 and improvement was observed. The patient saw spots and experienced nausea. This event was suspected to be a vasovagal event and the patient was felt to be volume depleted. Another ECG the same day showed sinus bradycardia (49 bpm) with no further atrio-ventricular block (avb) or lbbb. An intravenous therapy (IV) bolus of saline was infused and medication was administered, resulting in improved heart rate and blood pressure. Following the implant of the valve, echocardiography showed mild central aortic regurgitation (ar). No treatment was reported for the ar. ECG one day following the implant of the valve, showed the resolution of the bradycardia with normal sinus rhythm. No adverse patient effects were reported. Additional information was received at that 30 day follow up appointment the mean atrio-ventricular (av) gradient was 7 mmhg and moderate transvalvular aortic insufficiency was reported. No treatment has been performed for the moderate transvalvular aortic insufficiency. Additional follow-up for a transesophageal echocardiogram (tee) was scheduled. No additional adverse patient effects were reported. Additional information was received that the transesophageal echocardiogram (tee) revealed moderate aortic regurgitation, two paravalvular jets, a smaller, milder at the base of the left coronary cusp (lcc) and a larger, more moderate at the base of the non-coronarycusp (ncc). A repeat transthoracic echocardiogram (tte) is scheduled in a month. No additional adverse patient effects were reported. Additional information was received that the transesophageal echocardiogram (tee) performed ninety days following the implant of the valve revealed moderate pvl. Transesophageal echocardiogram (tee) performed eight months and twenty-six days following the implant of the valve revealed mild pvl. No additional adverse patient effects were reported. Additional information was received which indicated that approximately 9 months following the valve implant shortness of breath occurred at time with heavy work such as moving furniture or carrying heavy objects. A transthoracic echocardiogram (tte) noted an ejection fraction of 60%, mean av gradient of 9 millimeters of mercury (mmhg), a peak av velocity of 2.2 m/s and mild paravalvular leak (pvl). The b-type natriuretic peptide (bnp) measured 32 with new york heart association (nyha) functional class I documented. Treatment not provided, no action taken. Approximately two years following the valve implant the mild dyspnea occurred with lifting objects greater than 20 pounds. Nyha class I presented. No treatment provided. The dyspnea was considered resolved approximately one year later. No adverse patient effects were reported. Additional information was received which indicated that approximately 9 months following the valve implant the patient reported feeling congested in the mornings similar to taking a breath when it is really cold outside. This correlated with the timeframe of the previously reported shortness of breath. At the 2-year follow-up, congested feeling was not reported. The congestion was considered resolved. The physician considered this not related to a medtronic product nor to the procedure. No treatment reported. No other adverse patient effects reported. Additional information was received to clarify the congestion referred to lower respiratory congestion. Additional information received indicated the 30-day echocardiogram also identified a peak atrioventricular velocity of 1.9 meters per second (m/s). Mitral valve regurgitation and tricuspid valve regurgitation were reported as minimal. Approximately 9 months following the valve implant the moderate transvalvular aortic regurgitation event resolved.

Manufacturer narrative:
Continuation of d10: product ID: envpro-16-c; product lot/serial number: (B)(6); product type: delivery catheter system; implant date: n/a; explant date: n/a; product ID: ls-envpro-16-c; product lot/serial number: (B)(6); product type: compression loading system; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.